Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the dislodged cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose level (bg) rose above 16 mmol/l (288 mg/dl) while wearing the pod between 5 and 24 hours. The patient tried to deliver 10 units of insulin, but it did not lower their bg levels. The pod was reportedly not sticking well and came off the infusion site (leg), causing the cannula to dislodge. As treatment, a new pod was applied.